Event description:
It was reported that check syringe flange sensor event occurred. No patient injury reported.

Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A product sample was received for evaluation. Visual and functional testing were performed. Physical condition of the device showed rattles inside, no obvious physical exterior damage. Customers reported issue was not duplicated but flange sensor alarm was found in the history. The root cause of the reported issue was not determined because reports issue was not duplicated. Actions taken to mitigate the reported issue: replaced coupler and ear clip as a preventative measure.